Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation also could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported by the sales consultant that: during the case of a patient with a fracture of the proximal lower femoral stem, when the doctor used a cable along with lcp df (distal femur) for a femoral stem lower bone fracture, the cable did not give tension even when the doctor turned the knob. No matter how much the knob was turned and the inside of the cable tensioner cleaned with saline the device did not give tension. Fortunately, this problem occurred only with the last cable and, the doctor was able to come through and complete the surgery well.